Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Medical device expiration date: unknown. Initial reporter phone #: unknown. Device manufacture date: unknown. Investigation summary: we are unable to perform any investigation as neither catalog number nor lot number are provided, no samples displaying the reported condition are available for examination.

Event description:
It was reported that the pen is broken and will not work with an unspecified bd us world med pen needle. This occurred on 333 separate occasions during use, however, the date/time and information is unknown. The following information was provided by the initial reporter: pt states new pen device does not work, unable to take dose of med.